Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The procedure was a CABG. He had a case where a couple of clips came off the saphenous vein when pressure delivered to the harvested vein. He said this can happen and he was not overly concerned at this stage as it only happened the once.